Event description:
It was reported that during a procedure, the o-ring of the cannula fell into the pt. Further, the o-ring was not completely retrieved. The case was completed with no report of adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.